Event description:
It was reported by the customer that a pyxis medstation system had a communication issue. The customer stated that the patient showing on server but not showing on pyxis causing a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a configuration issue. The technical support specialist found that patient has dropped off device due to inactivity. The tsc suggested the customer to change inactivity days to more than 10 days, make the patient transaction and revert back inactivity days setting to previous value to resolve the issue. The system functioned as intended after the customer troubleshooted the device.